Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) year old male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered pulmonary vein stenosis. Left pulmonary vein anterior and posterior walls were ablated. Procedure was completed without incident. Post-procedure, the patient developed pulmonary vein stenosis. There is no information regarding interventions or extended hospitalization. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition.